Event description:
The reporter states, that he obtained a "e83" on the accu-chek advantage meter in comparison to a meter memory result of 183mg/dl. The reporter could not recall when he obtained the "e83" on the meter. No action taken as a result of the "e83". No adverse event reported. New system sent to customer and return requested.